Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in several episodes with inappropriate shocks delivered. An x-ray is expected at a future date to evaluate system placement. This device remains in service. No adverse patient effects were reported.